Event description:
It is reported that the patient underwent a total right knee arthroplasty revision to address infection approximately one month following the patient's last revision. All components were removed and replaced with temporary antibiotic spacers. The patient additionally underwent two procedures within the weeks prior to the development of the infection to address hematomas and continued bleeding from the wound. Initial operative notes identified torn lateral anatomy with sludgy tissue; however, no infection was identified. Operative notes two weeks later identify that the patient underwent an arthrotomy to address persistent bleeding from the wound. A hematoma was identified and removed. Revision operative notes identified that the patient underwent a total revision due to infection and a cement spacer was placed. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned implants showed signs related to the explant process and bone cement was identified on all devices but the articular surface. The device history records were reviewed and no discrepancies relevant to the reported event were identified. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. Per package insert for the zimmer segmental system, infection is a known adverse effect of total knee arthroplasty. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant devices - zimmer segmental articular surface with segmental hinge post size d 17mm catalog #: 00585004017 lot #: 63169408, nexgen rotating hinge knee custom femoral component size d right catalog #: 32855471116 lot #: 95006026, nexgen rotating hinge knee custom tibial component size 3 catalog #: 32855450566 lot #: 95006028, nexgen distal femoral augment block size d 5mm catalog #: 00599003410 lot #: 62681603, nexgen distal femoral augment block size d 10mm catalog #: 00599003420 lot #: 62519656, nexgen posterior femoral augment block size d 10mm catalog #: 00599003402 lot #: 62495230, catalog #: 00598801115 lot #: 62011469, nexgen straight long stem extension 15mm x 155mm catalog #: 00598801115 lot #: 62011469.

Event description:
It is reported that the patient underwent a total right knee arthroplasty revision to address infection approximately one month following the patient's last revision. All components were removed and replaced with temporary antibiotic spacers. The patient additionally underwent two procedures within the weeks prior to the development of the infection to address hematomas and continued bleeding from the wound. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nexgen rotating hinge knee femoral component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee tibial component catalog #: ni lot #: ni, unknown nexgen rotating hinge knee articular surface catalog #: ni lot #: ni, unknown nexgen rotating hinge knee stem catalog #: ni lot #: ni. Report source - foreign: (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient, please see all reports associated with this event: 0001822565-2018-06891, 0001822565-2018-06892, 0001822565-2018-06893, 0001822565-2018-06894, 0001822565-2018-06895. Investigation incomplete.

Event description:
It is reported that the patient underwent a total right knee arthroplasty revision to address infection. All components were removed and replaced with temporary antibiotic spacers. It is unknown how long the devices in question were implanted prior to the development of infection, as the patient underwent several knee procedures that included implantation and removal of knee prostheses within one (1) month prior to the revision. No additional patient consequences were reported.